Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The lesion was located in the tortuous and severely calcified left circumflex artery. A 38 x 3.00 promus premier drug-eluting stent was advanced but failed to cross the lesion due to heavy calcification and tortuousity of the artery. While pushing the device further, the shaft of the catheter broke off. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the crimped stent found damage. Proximal stent row 5 was damaged with stent struts lifted and bent in a distal direction. The undamaged crimped stent outer diameter was measured and was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The tip was visually and microscopically examined and no damage was noted. A visual and tactile examination of the device found multiple hypotube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found a kink within the midshaft 25mm distal to the hypotube/midshaft bond. The bi-component bond showed no signs of damage or strain. No other issues were identified during product analysis. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that shaft break occurred. The lesion was located in the tortuous and severely calcified left circumflex artery. A 38 x 3.00 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion due to heavy calcification and tortuousity of the artery. While pushing the device further, the shaft of the catheter broke off. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.